Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. There was no evidence to suggest an instrument malfunction occurred. The investigation was unable to determine a definitive root cause, however the event is consistent with a precision issue related to vitros phbr lots 2532-0053-xxxx as communicated in customer letter cl11-185. Acceptable performance has been observed using an alternate vitros phbr slide lot. The root cause of this event is most likely reagent related. The FDA's (B)(4) district office was notified of this issue on 5 july 2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer obtained imprecise and lower than expected vitros phbr quality control results on a vitros 5,1 fs chemistry system. A value of 34.7 umol/l was obtained from the biorad level 1 fluid versus the expected value of 48.7 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).